Event description:
It was reported that the health care professional (hcp) requested a review of this implantable cardioverter defibrillator (ICD) data reports due to patient symptoms. Boston scientific technical services (ts) noted this device exhibited intermittent undersensing in ventricular tachycardia (vt)/ventricular fibrillation (vf); vt/vf episode, however, atp and shock was delivered and converted the rhythm. The patient went into cardiac arrest following the above episode, however, it is unknown if there was further undersensing or a device issue that may have caused or contributed to this condition. Available information indicates this product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.